Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a thrombectomy and atherectomy procedure was performed using a rotarex device. During the procedure, the operator intended to assess suction results via angiography and therefore withdrew the catheter from the patient. Upon retrieval, it was observed that the distal tip had fractured within the patient, rendering the catheter unusable. The procedure was subsequently completed using another device. Postoperatively, the catheter was retrieved, and the patient remained in good condition. There was no reported patient injury.